Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen looked like it was burnt like charcoal and it is blackening under the screen. Customer noticed this in all four corners of the display. Customer stated that this happened about 8 years ago with an older pump due to moisture exposure. Customer stated that it has not happened to this pump. Customer's blood glucose was 128 mg/dl at the time of the incident. Customer stated that he went to bed and when he woke up, the pump seemed okay. Customer stated that he cannot disconnect because it is inserted on his thigh and he is outside. Customer stated that he cannot change the battery right now but he changed it 2 days ago. Customer stated there were no missing segments on the black screen and the pump passed the self test. Customer was advised to monitor the pump. Customer stated that he is wearing polarized lenses.